Event description:
The suspect device results were 6.2 and 1.2 inr. The corresponding lab inrs were 8.31 and 4.0. Controls were in range. The device was replaced and requested to be returned for evaluation.